Event description:
It was reported that this right atrial (ra) lead was a case of an attempted implant procedure due to insulation and lead body damage. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead was a case of an attempted implant procedure due to insulation and lead body damage. The lead was never in service. No adverse patient effects were reported.